Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. . If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The caller stated that she thought dilaudid might be in the pump and that the patient was receiving oral medication but was uncertain. The indication for use was spinal pain. It was reported that the patient presented at the hcp office with some weird symptoms and was taken to the hospital. It was noted that the emergency room doctor said that the patient had presented with possible overdose symptoms. It was reported that the patient had used a "magnet" to give herself a bolus, this was explained to the caller that the emergency room doctor was most likely referring to the patient's personal therapy manager because a magnet would cause the pump to stall not deliver medicine. The change in symptoms was reported as sudden. No further complications have been reported as a result of this event.